Manufacturer narrative:
(B)(4). Batch r5c456. Additional information received: which part broke (closing trigger, firing trigger, handle, jaws, etc.)? In the jaw area, there was a silver metal piece that came off with the jaw that was placed with the stapler and returned. Did any piece break off of the device?yes, there was a silver metal piece that broke off from the jaw. Were there any issues with the jaws of the stapler (visibly damaged)? No other appearance of damage except the metal piece that fell off of the jaw. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)?the jaw could be opened but would not accept another reload. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Unknown. Were any unusual or unexpected noises heard during time of use? No, the stapler fired 3 times successfully with no concern until the metal part fell off while loading the next reload. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was received inside of a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, they fired two times with no problems, they loaded the device a third time and the stapler broke. Stapler broke outside patient. Case completed with another device of the same product code. There were no patient consequences reported.